Event description:
It was reported during the implant procedure the surgeon was unable to back the set screw out of the front port of the connector block on the implantable neurostimulator (ins), so he was unable to secure the extension on the ins. The ins was never implanted and a different ins was used. The patient¿s status as of the date of this report was ¿alive- no injury/no adverse event¿ and there were no symptoms or injuries related to the event. It was later reported the extension would not fully insert into the connector block after backing the set screw out.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37601 activa pc, (B)(4)) found no anomaly. Using a known good extension, it was possible to fully insert and remove the extension and to tighten and loosen the setscrew from the ins connector port with no issues. Analysis of the wrench found no anomaly. Torque specification is 4.0 oz/in +/- 0.5 oz/in, measured torque is 4.2 oz/in.

Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.